Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was damaged. Boston scientific technical services (ts) informed the patient that there were no information regarding the reported allegation against rv lead and referred back the patient to the physician. Attempts to obtain additional information from the field were unsuccessful. This rv lead remains in service. No adverse patient effects were reported.